Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device is not pressurizing on the 3100 a ventilator. Art this time. There is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician found out that reset/power fail and start/stop switches sticking intermittently. Technician replaced alarm display and driver indicator boards. Performed 2k preventive maintenance per manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.